Event description:
As the surgeon used the device to seal/divide tissue the device's blade failed to retract and work properly. This has also happened with two other devices of the same catalog number.